Event description:
It was reported that the clinical info center (cic) went down and no back up cic was available on the unit. The hospital stated this was noticed immediately, however the failure was unexpected. Monitor for six pts was lost for 90 minutes. No pt injury reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.